Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The pt was undergoing a CT scan while using a power injector, to deliver isovue 370, at a rate of 4ml/second. After an unspecified length of time in use, the tubing ruptured at an unspecified location. It was reported that contrast media and "less than 10ml" of blood leaked. At that time, the healthcare professional applied pressure to the pt's arm to prevent further blood loss. The tubing set was replaced and the procedure was completed. No medical interventions were required. There were no reported adverse pt effects; however, the pt refused to return for a subsequent CT scan as requested by the physician. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. This is a known issue and no eval will be performed on the customer's device. The issue of split of burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or material defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).